Event description:
It was reported that the patient presented for a device upgrade procedure. Prior to the procedure, upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of high threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing found no internal shorts or conductor fractures. The visual inspection found no anomalies except for procedural damage.